Event description:
It was reported that the pump touch screen was delayed in responding. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The pump was working as intended, and the customer continued to use the pump for insulin therapy.